Manufacturer narrative:
Product event summary: the device was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event could not be confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Failure analysis of the returned device revealed that the device passed visual examination, dimensional verification and functional testing. Pathological examination did not reveal presence of thrombus. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, low flows may be attributed to multiple factors including but not limited to thrombus at inflow cannula, inappropriate pump rotational speed, poor vad filling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was in the operating room (or) for planned biventricular (bivad) support. The patient entered the or on venoarterial (va) extra corporeal membrane oxygenation (ECMO) via left femoral arterial and right femoral venous cannulation and impella cp. The patient was transitioned from va ECMO to cardiopulmonary bypass (cpb) utilizing right femoral venous inferior vena cava (ivc) cannula and superior vena cava (svc) cannula placed for bicaval cannulation. The patient was weaned from cpb and left ventricular assist device (lvad) and right vad (rvad) support was initiated. Flows were initially stable at 4-4.5 liters per minute (lpm) on both lvad and rvad. Upon removal of femoral venous ivc cannula, flows dropped to 2.5 lpm on rvad and down to 3.1 lpm on lvad. The surgeon reported that the rvad pump was "vibrating". Rvad cannulation from right atrium (ra) to pulmonary artery (pa). Transesophageal echocardiography (tee) showed possible clot at tip of ifc at ra. The patient was returned to cpb and lvad and rvad weaned down and turned off with clamps to both pa and aortic outflow grafts (ofg).  Atriotomy to ra was performed and clot was visualized and removed from ra/right ventricle (rv). The surgeon stated that he believed the clot could have been dislodged from tip of ivc femoral cannula during removal. A 14 g angio catheter was placed in pa ofg with clamp between angio and pa. Pressure tubing was placed to angio and 60cc syringe of saline was injected into ofg retrograde through rvad approximately seven times. No clot was visualized with flushing of pump. The patient was weaned from cpb and lvad and rvad support was initiated. It was last reported that the patient is doing well and was discharged to rehabilitation facility on (B)(6) 2017. No further information has been provided.